Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) was isolated to a defective t2 transformer on the defibrillator pca, causing a low pulse reset. The root cause for the defective transformer could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was resetting.